Event description:
Complaint received via medwatch uf#(B)(4) states: a patient arrived to ed with acute respiratory failure and was intubated with 7.5 et tube and transferred to ICU for ventilator management.(cont) et cuff was not holding pressure and had a continuous leak which necessitated reintubation with new 7.5 et tube within 24 hours and an additional et tube 8.0 replacement within 48 hours for continued cuff leak. (Second event reported catured in MFR rpt# 8040412-2019-00092).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff was then inflated to 25mbar with a calibrated endo test meter. The cuff maintained pressure. The sample was then immersed in water and no leaks were detected in the cuff. Based on the investigation, the complaint of cuff leakage could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
Complaint received via medwatch (uf# (B)(4)) states: a patient arrived to ed with acute respiratory failure and was intubated with 7.5 et tube and transferred to ICU for ventilator management. Et cuff was not holding pressure and had a continuous leak which necessitated reintubation with new 7.5 et tube within 24 hours and an additional et tube 8.0 replacement within 48 hours for continued cuff leak. (Second event reported catured in MFR rpt# 8040412-2019-00092).